Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Upon completion of the investigation, the reported incident of loss of vad fill was confirmed based on a review of the data log file and during functional testing. Analysis performed on the returned device revealed a mechanical valve failure resulting in the pneumatic valve being stuck in the open position, allowing a continuous stream of air as opposed to cycling with a closing and opening of the valve. After the valve component was replaced the device function was restored. Analysis performed on the replaced valve component identified debris which caused the device to remain open during functional testing. Cleaning the valve component and subsequent testing revealed that the device function was restored. A root cause of the debris was unable to be conclusively determined. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was supported with paracorporeal biventricular assist (bivad) devices; support was initiated on (B)(6) 2015. It was reported that the patient was connected to a tlc-ii plus driver on the normal hospital ward when the vad coordinator noticed alarms from the device. The device alarmed "no r fill signal" and "rvad occlusion." While the vad coordinator was evaluating the device, the sound emitted from the device was reported to be different than usual. During this time, the pump function of the right ventricle pump suddenly "dropped out entirely" with reports of no filling of the right ventricle. The patient was supported by emergency hand pump bulbs during exchange to the backup tlc-ii plus driver. After the device was replaced, both the left and right ventricles filled properly. It was stated that the "replaced system further [indicates] failure of the pump function for the right ventricle." No adverse effects to the patient were reported. No additional information was received.